Event description:
(B)(4) received notice about this claim from the end user's daughter, involving a walker, a product imported and distributed by (B)(4). While the end user was seated, the walker allegedly collapsed causing the end user to fall backwards. The ambulance was called and the end user was taken to (B)(6) where she was treated and released. She has bruising on her left elbow and back as well as some discomfort in her chest. This report is based on the information that was provided by the end user's daughter.